Event description:
Caller reported an occlusion alarm, leading to the customer's blood glucose level being unusually high. Though the specific value was unknown, it was indicated as "high." To address the issue, the customer administered a correction bolus via the pump and changed the infusion set and cartridge, resuming regular insulin usage without requiring third-party assistance. Despite recurring occlusion events, the customer consistently took these corrective actions.